Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed normally after a restart of the system. A philips field service engineer (fse) interviewed the customer and confirmed that there was no issue with c-arm geometry movements. The customer did not experience any c-arm issue. After the restart, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system c-arm geometry movements were not available.the device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.